Event description:
Through receipt of medical records, it was learned the patient also presented to hospital with severe tricuspid regurgitation of the 28mm 4900t tricuspid annuloplasty ring that has been implanted four (4) years, four (4) months. Edwards implant patient registry received information the 28mm 4900t tricuspid ring was explanted due severe tricuspid regurgitation secondary to ring may have been restricting the tricuspid valve leaflets. Per operative note, the patient presented with chronic right sided heart failure. The ring was well visualized and noted to be very well seated and appeared the ring maybe had been restricting the leaflets as well. The ring was then carefully explanted and replaced with a 31mm 7300tfx mitral valve in tricuspid position. The patient was taken to recovery room in stable condition. Patient was discharged on post-operative day nine (9). Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Corrected data: after clinical review of the information received it was determined this event is not reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.